Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, patient underwent following procedure: revision of wound; resection and rearrangement of scar tissue; resection of kissing spine; left l4 and l5 hemilaminotomy with exit foraminotomy and microlaser discectomy l4-5, l5-s1; partial corpectomy l5-s1 on the left; exit foraminotomy l4-5 and l5-s1 on the left; resection of osteophyte l5-s1 on the left; left iliac crest bone graft, composite bone graft; placement of ebi spine link system 2 l4-s1 bilateral with no cross link; placement of ebi type 2 osteostimulator l4-s1, bilateral; composite bone graft transverse processes and facets bilateral l4-5 and l5-s1. For pre-op diagnosis of: recurrent lumbar disc disease with instability and post-op diagnosis of: recurrent lumbar disc disease with instability l4-5 and l5-s1 with predominant pathology on left. Findings: evidence of surgery, but no evidence of infection. L4-5 and l5-s1 on the left; moderate instability l4-5 and l5-s1 with kissing spines l4-5 and l5-s1 collapse of intralaminar space, two level; exit foraminal stenosis with osteophytes l5-s1 and exit foraminal stenosis left l4-5 and l5-s1; moderate recurrent herniated disc l5-s1 on the left with nerve root compression; mild bulging disc l4-5 on the left with extension in to exit foramen l4-5 on the left; moderate instability l4-5 and l5-s1, two level. As perop notes: ".. The ebi type 2 osteostimulator was then placed with the electrodes across the transverse processes of l4, l5, and s1 which had been decorticated and cleared of adherent fibrous tissue. Once this has been done, the bone graft which included autogenous bone and bone morphogenic protein was then placed and ensured that it was both in the facet as well as over the transverse processes.. The patient was moving both lower extremities well.." On an unknown date post-op, patient alleged unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.